Event description:
It was reported in the literature article that three months post procedure the patient suffered an asymptomatic localized splenic artery infarction. This was diagnosed as class a so no further therapy was required. No other information was provided.

Manufacturer narrative:
A device history record review could not be performed as the lot was unknown. The device not returned so no analysis could be performed. However, ischemia is noted as a potential complication associated with such procedures in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event. Device not available to manufacturer.